Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the silicone segment ballooned during blood infusion.

Event description:
The received medwatch stated the following: patient was receiving an iron infusion and the primary tubing bubbled in the stretchy part of the tubing. Primary tubing needed to be changed. No har to patient. This is the third primary tubing set that has bubbled in the stretchy part of the tubing since (B)(6) with the ref no. (B)(4). Medwatch forms were completed for those incidences also.

Manufacturer narrative:
No product will be returned per customer. The customer complaint of silicone segment ballooned was confirmed per picture received by the customer. The ballooned was observed at the silicone segment tubing near the upper fitment. The root cause for this event could not be determined.